Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole; according to the reporter: the trocar snapped during entry into abdomen. A piece of the trocar fell into the cavity but was taken out successfully. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.